Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 13, 2020, the two (2) synframe half rings will not stay connected as both have a stripped inner thread where the screw connects to hold the ring together and no longer engage due to general wear and tear from usage. The issue was discovered during a routine inspection in the sterile processing department (spd). There were no patient and surgical involvement. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part: 387.337 (50131166). Lot: 3315089. Manufacturing site: hägendorf. Release to warehouse date: 05.feb.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary service history: the previous service event for part number 387.337 with lot number(s) 3315089 has been reviewed. The customer called in a service request for this item on 13-mar-2020 for synframe half rings will not stay connected as the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The item was previously returned for service on 16-aug-2010 due to threads stripped. The previous service condition of threads stripped is relevant to the current complained issue of synframe half rings will not stay connected as the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The manufacture date of this item is 20-aug-2010. The service history review is confirmed. Service and repair evaluation: it was reported that on an unknown date, the synframe half rings will not stay connected as the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The repair technician reported the hex screw is damaged. The cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 d10: device was originally received at service and repair center on april 14, 2020. The manufacturer has received the device for further investigation on july 29, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The synframe half ring was received at us customer quality (cq). Visual inspection of the complaint device showed the set screw head threads were stripped and the distal internal threads were also stripped. Service and repair evaluation: the customer reported the inner threads where the screw connects to hold the ring together are stripped and no longer engage. The repair technician reported the hex screw is damaged. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional assessment was performed on the complaint device. The set screw was unable to fully attach and screw into the returned half ring or the other half of the set screw. The condition can be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions of the drawing were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the set screw is stripped and cannot assemble to the other half of the set screw or the half ring. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.